Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patients s1 lead migrated. The patient is not getting effective stimulation. Surgical intervention may take place at a later date to address the issue.

Event description:
Related manufacturer reference number: 1627487-2020-23295. Additional information found the patient's s1 and l3 lead was explanted and replaced to address the migration issue.

Manufacturer narrative:
Correction: section a4: weight should have been 135 pounds rather than 140 pounds. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.